Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having an urgent care visit due to high blood glucose over 500mg/dl, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The time and date were correct, but they were unsure if the basal rates are correct, and the bolus wizard settings were unknown. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed. Advised that the insulin pump would be replaced. No further information was provided.